Event description:
It was reported that (1) pmw35 was used during an unknown procedure. It was reported by the affiliate that the staples malformed. Opened another device to complete the case. There was no consequence to pt.